Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to use in the implant procedure it was discovered that there was a "issue with the outer silicone material" of the right ventricular (rv) lead. An alternative lead was implanted. No patient complications have been reported as a result of this event.